Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: always remove all air bubbles from the system before beginning insulin delivery.

Event description:
It was reported that a malfunction alarm (alarm 12) occurred and cartridge was leaking by the pneumatic tap. Customer's blood glucose was 121 mg/dl. Tandem technical support assisted the customer with resetting the pump to clear the malfunction alarm. Customer loaded a new cartridge onto the pump. Reportedly, customer was not performing the air removal during the cartridge loading step.